Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for pneumonia and high blood glucose of 500mg/dl. The caller stated that the night before the infusion set was changed and currently her blood glucose is 441mg/dl. The customer stated that the nurse gave her 10.0 units of lispro. The customer experienced vomiting and nausea. Troubleshooting was performed. The time and date were incorrect. Assisted the customer with correcting them. The basal rates and bolus wizard settings were correct. No further information was provided.